Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024, patient reported waking with elevated blood glucose (~350 mg/dl) and later observed levels exceeding 400 mg/dl. Patient stated they had run out of insulin overnight and subsequently performed a full supply change. After waiting approximately 30 minutes without improvement, patient disconnected from the ilet and administered a manual injection of 18 units of humalog (fast-acting insulin). Agent advised that future supply changes should allow 90¿120 minutes for the ilet to begin correcting high bg, as its algorithm uses conservative dosing. Patient understood instructions. Blood glucose remained above 180 mg/dl for an estimated 6 hours. No ketone testing was performed, and no professional medical intervention or additional assistance was required. No immediate health effects such as dizziness, loss of consciousness, or dka were reported.